Event description:
It was reported that while using the yag laser during a procedure to "ablate an upper lobe endo-bronchial tumor, an airway fire occurred". Reportedly, during the procedure,"the screen went black and the physician saw a "flash". The physician immediately turned off the o2, removed the et tube and put ice into the patient. The patient was then intubated and upon bronchoscopy, an "injury in the airway was noted". The patient was immediately transferred to a burn unit at another hospital. Details of the treatment received at the burn unit was not available. There was no further information reported to the hospital; they received a call on june 19, 2015 that the patient expired. There is no further information available at this time.

Manufacturer narrative:
(B)(4) . Additional information: a flexible fiberoptic bronchoscope (attached to a camera) and a 0.6 bare endostat fiber ((B)(4)) were used during this procedure. The power settings of the laser, % of oxygen used or type of et tube was not reported to ams.